Manufacturer narrative:
(B)(4).

Event description:
Customer states: prior to use, an air leak was confirmed. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the cuff presents a small cut. A inflation/deflation test was performed and the cuff deflated after minutes. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.